Event description:
It was reported the patient underwent surgical intervention due to pain at the scs ipg site. During the procedure the patient's scs ipg was replaced with a different model ipg, and the physician placed the new ipg in a new location. The patient's discomfort is reportedly resolved.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.